Manufacturer narrative:
Product ID: 3889-28, lot# v434656, implanted: (B)(6) 2010, product type: lead. (B)(4). Eval code method applies to lead (lot#v434656) only. Patient code (B)(4) and device code (B)(4) apply to interstim (serial# (B)(4)) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who said the patient hadn't been feeling stimulation and it was not working recently. Evaluation determined the battery was dead, so the patient was taken to the operating room (or) for a battery change. During the battery replacement surgery, it was discovered that the electrode was broken and wouldn't work. It was decided to implant the new implantable neurostimulator (ins), but not turn it on. At the surgery to move the ins to the next side (this information is captured in another event), it was decided to leave the lead in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 13-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Rep said the patient came in for a battery replacement, but an exposed wire was noticed on the lead upon opening up the patient. Hcp was advised to replace the new lead and pull it out, but they decided to leave the lead implanted and connect to the new battery knowing the device would not be turned on; the implanted lead is no longer in service. A environmental/external/patient factors that may have led or contributed to the issue was the rep noted the patient lost a lot of weight. The lead will be replaced at a future time. The issue was not resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# v434656, implanted: (B)(6) 2010. Product type lead. Evaluation code method, evaluation code-result and evaluation code-conclusion apply to both ins (B)(4) and 3889-28 lead lot# v434656. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care physician (hcp). It was reported that the patient¿s preoperative diagnosis had been urge incontinence and that the lead was described as a non-functioning chronic electrode. It was noted that the patient had undergone the initial interstim placement about 8 years ago. Prior to the procedure in the health care physician (hcp) office, the ¿master program¿ had been unable to sync with the battery and it had been presumed that this was a dead battery so the patient had been brought into the operating room on (B)(6) 2018 for a battery replacement. It was noted that during the procedure with further dissection of the electrode, it appeared that there was an area where the electrode had been pulled out of its protective covering for a distance of about 1.5 cm. The hcp mused that this was likely an issue with the interstim not working. The hcp also noted that the patient had lost significant weight over the years and the current battery and electrode had seemed more shallow than normal and therefore the hcp thought that the best plan was to at some point in the near future, redo the entire interstim however in the short term, they were not prepared to do that on the day of that surgery. The hcp noted they then went ahead and placed the new battery in the pocket but it was noted that it would not be turned on. Upon closure the hcp noted that they were planning on scheduling the patient in the near future for a new stage 1 and new stage 2 interstim. (This information is captured in another event) and the hcp at that time was planning to remove the old electrode. The patient had then been transferred back to the recovery room in good condition. The patient was advised to keep the area dry for the next 48 hours and that they would then be able to remove the dressing at that time. The patient was advised light activity for a week and a prescription of norco 5/325, #15 had been left on the chart. There were no further complications reported.